Event description:
After unplugging the bariatric bed, smoke started to come out and quickly filled the room. Later the nursing unit was filled with smoke. Pt was evacuated from her room. Code red was called and local fire dept responded to the scene. Staff was treated in minor treat area for smoke inhalation. Probable cause - electrical fire in inverter box. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: obesity, cellulitis, dm, renal failure.